Event description:
It was reported that during a procedure, the unit broke off in the pt. The account states that they used the unit more than the recommended 20 times. Further, the procedure was completed with minimal delay of about two to three minutes to retrieve the tip. A replacement was available to finish the procedure.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.